Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that the patient's inflatable penile prosthesis(ipp) reservoir migration. The device functioned properly. A 100ml reservoir, pump, and 18cmx12mm cylinders were implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Further information received from the patient stated the tubing of the device was kinked in a way that caused the patient pain all of the time. He also stated "the reservoir was placed in the fat area right above my penis to the right and the stitches failed and the reservoir dropped into my ball sack. Due to the tubing and pain sex was impossible and pain was horrible.

Event description:
It was reported that the patient's inflatable penile prosthesis(ipp) reservoir migration. The device functioned properly. A 100ml reservoir, pump, and 18cmx12mm cylinders were implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Further information received from the patient stated the tubing of the device was kinked in a way that caused the patient pain all of the time. He also stated "the reservoir was placed in the fat area right above my penis to the right and the stitches failed and the reservoir dropped into my ball sack. Due to the tubing and pain sex was impossible and pain was horrible. Additional information received states the patient experienced pain at the base of his penis on the ventral side near the urethra. The physician found that the patient's scrotal skin was tethered to his penis at the penoscrotal junction where the tubing is located. He believes the tethering was due to protrusion of the tubing and because the pump seems to be somewhat high riding in the mid scrotum. The "pump is located very superior and anterior within the scrotum causing tethering." The physician also found that the reservoir had herniated somewhat posterior to the right spermatic cord. The patient also presented with a sling sst deformity and stated he was dissatisfied with the girth and shape of the device.

Event description:
It was reported that the patient's inflatable penile prosthesis(ipp) reservoir migration. The device functioned properly. A 100ml reservoir, pump, and 18cmx12mm cylinders were implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.